Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with unspecified mentor breast prostheses and suffered several unexplained systemic symptoms, including chronic fatigue, joint pain, muscle weakness, chronic cough, ibs, and hair loss. In addition, the patient reported that her right breast hurts constantly and she cannot sleep on her right side. She feels a burning sensation on her right side. A doctor had to put a mesh sewn into her ribs to hold the prosthesis in. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient will undergo bilateral explantation with no replacement devices on (B)(6) 2019. This medwatch report is for the patient¿s right breast prosthesis.